Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented with an infection. The entire system was explanted and replaced with a pacemaker and lead through the right for temporary pacing support. The patient was in stable condition.

Manufacturer narrative:
Analysis was normal. No anomalies were found.